Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a duodenal stenosis during an axios gastroenteric anastomosis procedure performed on (B)(6) 2023. During the procedure, the distal flange of the stent was unable to deploy; however, while attempting to remove the stent from the stomach, the stent was eventually deployed. Moreover, it was noted that the patient had perforation and surgical intervention was performed. The stent was then removed with a snare and another axios stent was used to complete the procedure. Note: it was reported that the axios stent was to be implanted to treat a duodenal stenosis. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat duodenal stenosis. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the surgical intervention performed to address the perforation. Imdrf device code a150103 captures the reportable event of stent first flange premature deployment.